Event description:
It was reported by rep that the device was used during a laparoscopic nissen fundoplication. It was reported the trocar was being used with camera. Not a significant amount of exchanges. The inner seal of the trocar was torn. There was no consequence to the pt.